Event description:
Pt had turbt with cystoscopy and stent placement on left ureter. 6fr 26cm placed and a super stiff amplatz wire lot 2768638, ref m001465240, exp 7/16/2024 was splitting when trying to pass through stent. Stent and amplatz super stiff wire removed from patient, bagged and labeled, new 5fr 26cm ureteral stent placed by surgeon. No apparent injury to patient. FDA safety report ID# (B)(4).